Event description:
It was reported that this right ventricular (rv) lead was fractured which resulted in high impedance and noise observed. This lead was explanted and another rv lead was successfully placed. No additional adverse patient effects were reported.